Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. There was no moisture damage found on the screen, electronics, motor, battery tube and vibrator noted. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked case at the display window corners, belt clip slot, battery tube threads and reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Moisture was visible inside the insulin pump's screen. Customer's blood glucose level was 203 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.